Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash. The patient reported that the skin beneath the front te pad was red and itching. The patient's dermatologist prescribed the patient a lotion for the rash. Follow-up indicated that the rash had improved.